Event description:
As reported by the study, two years after the baseline procedure, the patient experienced sudden death. Additional details were not available. This patient was randomized to the bare metal arm of the study. Pci was performed on a tapered lesion in the 1st obtuse marginal branch with no collaterals. Timi 0 flow was recorded pre-procedure. A 2.75x33mm bx sonic stent was deployed at unknown inflation pressure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. In addition, this late report was due to reconciliation of events submitted by this study.